Event description:
Information was received from a patient and healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine and an unknown drug. It was reported that, since implant, the pump had been flipping and they had to have it fixed two times but it still kept flipping. The patient stated that they had a fall in april and had not used the external devices. The patient was currently in rehabilitation for 10 days and then was to see the managing physician on "the 16th", but they were trying to bolus and the handset kept saying "not found". Patient services had the patient power off the handset and communicator. The patient had the patient power on the handset and confirm bluetooth and location were blue. Patient services had the patient toggle off/on bluetooth and location to reset them. Patient services had the patient power off/on the handset. Patient services had the patient power on the communicator and tap on myptm. The patient stated that the handset showed "not found". The patient confirmed the blue light was solid on the communicator. The patient stated that both external devices had been fully charged and neither device was currently plugged in. The patient stated that they felt where the pump was. Patient services reviewed that the handset was finding the communicator and this was known because the communicator turned solid blue but they were not finding the pump. Patient services recommended follow-up with the managing physician to ensure the pump had not flipped. The patient asked if they could be seen at rehabilitation. Patient services reviewed the manufacturer representative's (rep) role. The patient would call back if they needed further assistance. The patient called back and stated that they needed to meet with a rep. Patient services reviewed the rep's role, provided the national answering service (nas) number and redirected the patient to the hcp for further assistance. Additional information received on 2025-12-30 from the hcp indicated that the patient was unable to get a bolus and thought that it might be due to the pump being flipped. The hcp mentioned that they had been trying to get in touch with a local rep. Technical services reviewed that an x-ray or accessing the pump could determine if the pump was flipped or not. The hcp stated that the patient arrived to their rehabilitation on "the 26th" and the patient was frustrated that she was having issues with the pump again. They had increased the patient's oral medications. The hcp was going to see about getting an x-ray done and would call back if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Annex f code f26 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.